Event description:
It was reported that the zimmer dermatome was not cutting properly. Additional clinical follow up with the hospital indicated that the graft harvest was uneven, appearing too thick on one side and too thin on the other. The customer additionally stated there was an unknown increase in the surgical procedure time. There was no report of an additional donor harvest or medical intervention.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 4 years old and was last returned to the manufacturer for repair on (B)(4) 2011. Upon return, the device displayed damage to the head. Verification of calibration settings demonstrated that the unit was within calibration at every thickness setting. Improper handling by the user most likely caused the damage to the head of the unit which could have caused the customer's event. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.